Event description:
It was reported that the patient had inadequate pain relief due to lead migration. Reprogramming was attempted; however, unsuccessful. The patient underwent a revision procedure where the leads were replaced. The patient was doing well postoperatively. The explanted leads were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred four weeks after the date of implant. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).